Manufacturer narrative:
Revision occurred 4 weeks after the primary surgery due to surgeon error resulting in loosening of components. No actual, implied, or suspect link to fx product.

Event description:
Revision occurred approximately 4 weeks after the primary surgery, which occurred on (B)(6) 2025. No fall or other trauma reported. Revision occurred due to surgeon error; according to the distributor, the surgeon "did not seat the glenosphere correctly and the screw was not tight". 36 mm +3 standard humeral cup and 36 mm centered glenosphere explanted. These parts were replaced with a centered 36 mm centered glenosphere and 36 mm + 3 stability humeral cup.